Event description:
The customer reported that an 840 ventilator had an erratic display. Malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and repaired the liquid crystal display (lcd). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).